Manufacturer narrative:
Additional information: the surgeon indicates this is a case of tass. Reportedly, the surgeon suspects the viscoelastic used (reported as 2% hpmc) may have been a contributing factor. In addition, the surgeon found a fissure in the autoclave and believes there was a problem with the sterilization process of the surgical tools used. The autoclave instruments used could have been the cause of the event. The lens was returned dry in the lens case/vial. There were fibers on the lens surface. Visual inspection found no visible damage to the lens. Patient code 1835 previously reported does not apply. Additional patient code 3191: no code available (tass) method code 3331, device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race-unk. The product is manufactured in the us, but not marketed in the us. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm, vicm5_13.2 implantable collamer lens, diopter -8.5 into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to culture-negative endophthalmitis. Intraocular injection, intra-cameral antibiotics were administered to the patient. The patient is "ok right now." The cause of the event is reported as unknown.